Event description:
Subsequent to the previously filed report, additional information was received reporting the procedure was performed to treat a 99% stenosed, mildly tortuous, and heavily calcified lesion in the mid left anterior descending artery. The 2.0x15mm mini trek bdc was prepped per the instructions for use; however, ruptured at 14 atmospheres. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the balloon of a 2.25x12mm nc trek rx balloon dilatation catheter (bdc) ruptured during the third inflation. The procedure was successfully completed with an unspecified bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.